Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to a ds2 device omitting a burning odor. The patient alleges she is now having issues with her lungs and did seek medical attention with a physician. The patient developed a cough and other bronchial issues, she also made several visits to her physician, she was put on medication and being monitored by the doctor. The patient has received a replacement device and since then she has been feeling better. On the previous report was filed for particles, it is corrected on this report. The manufacturers investigation is ongoing. A follow up report will be filed when the manufactures investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a ds2 device omitting a burning odor. The patient previously alleges she is now having issues with her lungs and did seek medical attention with a physician. The patient developed a cough and other bronchial issues, she also made several visits to her physician, she was put on medication and being monitored by the doctor. The patient has received a replacement device and since then she has been feeling better. The device was returned to manufacturer. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings like contamination. Box h is updated in this report.

Event description:
The patient reported to philips that while using the dreamstation 2, noticed burning smell from the machine. Patient continued to use this unit. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.